Event description:
A "mr conditional" continuum infusion pump was disconnected with the medrad bracket connector, accidently dropped, and then drawn into the MRI magnet. Prior to the MRI, a clinician noted the pin on the bracket was damaged and was unable to properly seat the infusion pump. To mitigate, the clinician secured the infusion pump by wrapping a long piece of medical tape around the entire infusion pump/bracket. At the conclusion of the test and while still inside the MRI scan room, a student clinician disconnected the medication and removed the tape holding the infusion pump/bracket together. The infusion pump was accidently dropped onto the ground, then immediately was drawn to the magnet at ground level. There was no harm to the pt or employees in this event, but potentially this could have resulted in a serious injury.